Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation reported as rupture.

Event description:
Patient reported unknown side rupture and "with this pierced prosthesis my chest has collapsed." Device has been explanted.